Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred with the first prostyle device in the lcfa. The sutures of two new prostyle devices were successfully pre-placed in the lcfa. The suture of the first prostyle device in the rcfa was successfully pre-placed. A cuff miss occurred with the second prostyle device in the in the rcfa. The suture of a third prostyle device was successfully pre-placed. The sheaths were upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.